Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was over 600 mg/dl at the time of incident. Customer indicated that they are feeling better after changing the infusion set. Customer declined to troubleshoot. No further details given.